Manufacturer narrative:
Batch review performed on 09-august-2019 lot 155782: (B)(4) items manufactured and released on 29-feb-2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: 3 years after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed. Liner and screw were replaced. During the surgery, visual inspection of the articular surfaces can be performed. In case of no or minimal damage, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Preliminary investigation performed by medacta r&d knee project manager: revision surgery after 3 years from primary total knee arthroplasty due to self-unscrewing and loosening of the insert safety screw. Preliminary investigation based on the pictures of the explanted tibial insert and its secure fixation screw. The quality of the pictures is too low to evaluate the condition of the explanted screw and insert. It is not possible to draw a final conclusion from the pictures in our hand. Femoral and tibial tray components have not been explanted, so we can suppose that they have been found in good condition during revision surgery. In case of no or minimal damage, no further consequences should be expected from this event. The most likely cause for self-unscrewing of the screw is insufficient tightening torque, as stated by the surgeon. Other unknown factors might also play a role in the event. No further considerations can be done basing on the available information.

Event description:
On the 6th august 2019 we were informed of a revision surgery performed on the (B)(6) 2019, 3 years and a half after primary, due to the liner fixation screw loosening. Liner and screw have been revised. The surgeon checked the x-rays which was taken after the primary surgery and confirmed the fixation screw was not tighten completely. He also commented the fixation screw loosening was not caused by the product failure.